Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "the light is not functioning, led not lit" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the inspection results, the fault reported by the customer has been confirmed. However, the exact cause of this fault remains unclear. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the light is not functioning, led not lit. No negative impact in state of health reported.